Event description:
Customer reported that the pump was dropped, resulting in a malfunction with code malf 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not reoccur. Customer was advised to continue using the pump and to contact support if the issue happens again.